Event description:
After an implantation period of approx. 65 months, a variable rv pacing threshold was observed via home monitoring. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 30cm distal to the is-1 connector pin. All fragments were received for analysis. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized. The analysis showed multiple abrasion marks along the lead fragments. In particular 28cm distal to the is-1 connector pin the insulation was found damaged due to wear, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as a deformed rv shock coil and fixation helix, most likely resulted from the extraction procedure due to tensile stress. Due to the fragmented state of the lead, the inspection regarding the insertion of a stylet was not feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.